Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with non-sustained right ventricular oversensing episodes. This was due to lead noise and far-p oversensing. Programming changes were made and the product was being monitored. The patient was stable.